Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station was failed to power on. A field service engineer investigated report of station not powering on. Contacted customer and provided troubleshooting steps. Identified uninterrupted power supply power issue. Instructed customer to plug station into wall outlet. Station powered on and confirmed fully functional. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turned on. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.